Event description:
It was reported that the patient was treated in the emergency room (ER) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 498 mg/dl while wearing the pod between 36 and 48 hours. The pod cannula was not properly inserted into the infusion site (arm) and was bent and pressed against the patient's skin. The pod was removed at 06:00 and the patient was taken to the ER at 08:00. Symptoms reported include hyperglycemia, vomiting, polydipsia, and hunger. The patient was treated with insulin injections, intravenous saline, water, and glucose. The patient was released at 20:15 on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.